Manufacturer narrative:
E1-(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent outer tube, direction pin leakage, fiber breakage, dents on distal frame and edge on objective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken. There were no reports of patient harm.